Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Performance testing did not confirm the reported battery charging issue. Review of the device data logs revealed a total power failure event in the device. The evaluation determined that the total power failure event was due to an internal battery failure. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery to full charge capacity. There was no patient injury reported as a result of this incident.